Event description:
Unomedical reference number (B)(4). Event occurred in china. On 11-apr-2024, it was reported that the patient faced an infusion set detachment. Reportedly, the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4). The following tests were completed for 10 reference samples of lot 5385691. The reference samples were visually inspected and tested for static pull tubing-connector. All test results were within specifications. The batch record 5385691 was verified and it was found within specifications. Trending: a query was run in database on 21/mar/2025 against malfunction code tubing detached from tubing-tubing connector and lot 5385691 and no another complaints has been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.